Event description:
Original surgery (B)(6) 2011, for cruciate ligament reconstruction, surgery on (B)(6) 2012, due to complaints of knee pain and swelling, MRI revealed a foreign body, rfb was rigidfix crosspin and was removed. Pin broke off in pt sometime after implant.